Event description:
It was reported that the patient connected the bag to stoma at night time. It was also stated that for the last month or the bags in this batch were not drained properly. It was also referred to the nurse in case it was user error.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient connected the bag to stoma at night time. It was also stated that for the last month or the bags in this batch were not drained properly. It was also referred to the nurse in case it was user error.